Manufacturer narrative:
Product analysis: the customer discarded the device, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a 16 and 18 french dilator were inserted sequentially in the right femoral access site. The delivery catheter system (dcs) was unable to advance and a 20 french dilator was inserted. The dcs was unable to advance and the 20 french dilator was inserted again with difficulty through the iliac artery. Hypotension occurred and an right external iliac artery dissection was noted. The dissection was surgically repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.